Event description:
Customer reported a pt in the nicu had an IV fluid over infusion and requested an event log review to determine if the nurse programmed the IV fluid using guardrails or as a basic infusion. The customer reported they suspect user error since the IV fluid rate was 408 ml/hour instead of the intended rate of 4.8 ml/hour and stated that if guardrails had been used, an alert would have occurred for too fast of a rate. The customer also suspects the nurse was in the pedi profile although the pt was neonate and if pedi >50 kg was chosen, the customer stated they would not expect an alert since the pedi profile can run up to 500 ml/hour. The customer reported that the pt harm and medical intervention occurred but the customer declined to provide specific details. The customer also reported the pt recovered from the harmful event.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received. A f/u report will be submitted once the investigation has been completed.